Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A higher blood glucose performance issue with the abbott diabetes care (adc) device was reported. The customer reported receiving a blood glucose test result of 144 mg/dl on the adc meter compared to a blood glucose test result of 82 mg/dl on an additional adc meter, which when the results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.